Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was making a clicking noise and you can hear something hitting the plastic inside. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Event description:
Additional information received via email: the event did not occur while in use with a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the bottom case was cracked by the l bracket. No error which related to customer reported problem was found in ehl event history log (ehl). During the functional testing a knocking noise was heard while running the occlusion test. The plunger tube was too dry and needed grease, it was dragging against the plunger tube seal and making noise. The root cause of the issue was because the customer removed grease from plunger tube. Greased the plunger tube. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed. Additional information b5, h6, corrected data: d1